Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Global receiver functional tests was performed and passed. Manual receiver test "try it" in vibrate mode was performed and passed. Open receiver case for internal visual inspection was performed and passed. Vibrator motor internal resistance was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint due to user alert snooze setting. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.